Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that a patient who underwent a spaceoar injection, experienced urinary retention. Initially, it was suspected that the hydrogel had formed into a ball, but this wasn't confirmed until a magnetic resonance imaging was conducted. The scan revealed that the spacer was in a normal position. However, a small amount entered into a blood vessel. After the spaceoar placement the patient experienced urinary retention and dysuria, a catheter was placed to address these symptoms.